Event description:
Procedure type: gastrectomy. According to the reporter: the orvil pressure plate could not be connected with the stapler. In spite of several trials no connection possible. Therefore, a mini-laparoscopy had to be made for removal of the pressure plate. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. No reinforcement material was used.

Manufacturer narrative:
(B)(4).